Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced a blood glucose level over 600 mg/dl and "possible onset of congestive heart failure". Reportedly, customer was using cold insulin within their pump supplies. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, and was discharged on (B)(6) 2024 with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.